Manufacturer narrative:
Analysis of the pump found no anomaly. H6. Eval code - conclusion code ¿ 11 is being updated to 71 for this event. Eval code - result code 3233 is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was receiving 525 mcg/ml sufentanil at a dose of 104.95 mcg/day and 5 mg/ml bupivacaine at a dose of 1 mg/day via an implantable pump for treatment of spinal pain. It was reported that a motor stall was seen at initial interrogation and the patient recently had an MRI. The patient had an MRI on (B)(6) 2017, but the motor stalls and recoveries started before then. The pump status and/or the event log reported multiple motor stalls and recoveries. The patient was scheduled for surgery to replace the pump on (B)(6) 2017 at 1:00. The patient reported experiencing increased pain at times. The event date was (B)(6) 2017. Additional information was received on (B)(6) 2017 from a manufacturer representative. The pump was replaced on (B)(6) 2017 due to the motor stalls. It was replaced with another device of the same manufacturer. The pump event logs were also received. It was stated that the tip was at t10. The event logs show that the patient was receiving 15 ug/ml bupivacaine at a dose of 2.999 ug/day. The logs showed that a motor stall occurred on (B)(6) 2017 at 16:07 and recovered the same day at 16:24, a motor stall occurred on (B)(6) 2017 at 08:48 and recovered the same day at 09:01, and a motor stall occurred on (B)(6) 2017 at 12:21 and recovered the same day at 13:20. There was no patient death, and the patient status after the device was removed was stated as recovered without sequela. A rotor study was not performed, but a dye study was performed and the results were "good." The device was returned to the manufacturer for analysis. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.